Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Complaint category: damaged / broken incident date: 28 jul 2025 details of complaint (reported issue): ¿writer went to assess piv; piv appeared to be flushing well. On assessment, writer noticed that flush volume had absorbed into piv arm board as piv arm board was moist. On assessment, the piv catheter tubing was noted to be snapped in half.¿ complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.

Event description:
No new information.